Event description:
It was reported to philips that the device wont read EKG sometimes. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone (B)(6). Reporter phone (B)(6).

Manufacturer narrative:
The remote service engineer (rse) advised the customer that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Philips is unable to rule out that a malfunction did not occur. The cause was not determined. No data resolution is available. The device was not evaluated. The customer is aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device wont read EKG sometimes. There was no patient involvement.